Event description:
Olympus was informed that the customer visera 4k ultra high-definition camera control unit had an ¿e116 error code on the otv display¿. The malfunction occurred during preparation/inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the regional repair center. The service evaluation confirmed the customer¿s reported issue as the e116 occurs when manipulating the memory connections to the motherboard. Dirt or dust on the connections potentially caused the reported error. All slots on the mother board were cleaned up and the error no longer occurred. Additionally, the front panel is damaged/cracked. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However; if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. In addition, correction to g2 ("other / hungary"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code due to a motherboard malfunction. The specific root cause of the motherboard malfunction could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: "code: e116. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus." Olympus will continue to monitor field performance for this device.